Event description:
It was reported by service report that the slide rail would not latch due to a broken spindle bearing. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.